Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter¿s social media post did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following the intraocular lens implantation the cataract ruptured and broke into pieces, waiting and hoping the particles dissipate on their own or have another surgery.

Manufacturer narrative:
Additional information provided in h.3. And h.10. Based on information received following submission of the previous report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).